Manufacturer narrative:
It was reported, "the hard plastic double swivel stem snapped off from the rest of the catheter system. The product was not in operation by clinician when the break could have occurred." The reporter states, "clearpro closed suction catheter had been in use on patient operating as normal". Reporter states, "roughly 2-hours after last confirmed suctioning event, clinician entered patient room to find the hard plastic double swivel stem snapped off from the rest of the catheter system." Reporter states, "account could not confirm how or when this snapping may have occurred." Reporter states, "confirmed with account that patient would not have been physically restrained in any manner. Reporter states, "the affected product was removed and replaced without patient injury/medical intervention." Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample has not been returned for evaluation. Due to the reported medical intervention and in an abundance of caution this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported, "the hard plastic double swivel stem snapped off from the rest of the suction catheter system. The product was not in operation by clinician when the break could have occurred."